Event description:
It was reported that the xenon light source had no picture. The issue was found during a diagnostic endoscopic ultrasound procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.